Event description:
It was reported that the plastic on the front of the bearing cracked when being removed after final trial reduction. No time was lost and there was no patient impact. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. No adverse events were reported as a result of this malfunction. All available information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified sign of use and cracked. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported issue is attributed to wear and tear from the repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.